Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Patient is in ER and stated that he received multiple shocks. Device was interrogated and found to be in backup mode since 2019. Ram dump was performed. Device was restored to normal functioning. Should additional information become available, it will be added to this file.